Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench and power on reset was caused by an unregulated internal supply voltage. The cause of the bvvi was by an intermittent capacitor¿s connection in the hybrid.

Event description:
It was reported that prior to procedure, the device was found to be in standby vvi mode. The device was not used and was replaced with a competitor device. Patient¿s condition was stable.